Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Five(5) connectors of the tigerpaw system ii device were not engaged. Another tigerpaw system ii device was used to complete the procedure. No patient effect.